Event description:
A report was received that the patient will undergo a pocket revision due pain at the ipg site. The physician determined non-device related weight loss is causing the ipg to move around in the pocket and bump into scar tissue.

Manufacturer narrative:
Additional information indicated that the physician revised the patient's pocket due to pain and moved it to a different location. The patient is reportedly doing well. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due pain at the ipg site. The physician determined non-device related weight loss is causing the ipg to move around in the pocket and bump into scar tissue.